Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 19-dec-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received 11 samples for investigation. These 11 returned samples underwent functional tests, during which one sample failed due to sleeve leakage caused by poor sleeve recovery. However, all 11 samples passed another set of functional tests, showing proper activation with no defects or leakage. Additionally, 30 retained samples were tested in a similar manner. All of these samples passed, exhibiting no issues such as side pierced sleeves, poor sleeve recovery, or sleeve leakage. They also passed another set of functional tests, confirming proper activation with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode sleeve leakage based on the customer sample testing results. A CAPA has been created to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked on five (5) devices. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked on five (5) devices. No patient impact reported.